Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, connector is broken. The event occurred during testing. There was no patient involvement, death, injury, medical intervention, or labeling/packaging issues. The device will be returned.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv), received 1 truclear handpiece. The event report alleges the product was used in a surgical procedure. Visual inspection of the device noted the plastic shell covering the connector pins was broken. Functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Using excessive force to remove the cable connector from the control unit or removing at an angle can damage the connector. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.